Event description:
The customer reported that after 3 days of use the cuff leaked air. The pt was re cannulated non-routinely. No pt harm was reported.

Manufacturer narrative:
The lot number is unk and therefore the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.